Manufacturer narrative:
The returned tibial tray has scratches on the polished surface and the grit blasted surface had no visible bone cement attached to it. The grit blasted surface had regions that were burnished likely due to the relative motion between the cement and tray. Surface roughness measurements on the stem region away from the burnishing on the tibial tray grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within manufacturing specification. A functional test on the tibial tray was performed by attaching bone cement at a non-burnished location. The bone cement was well bonded to the tibial tray and no sign of loosening was observed even with the application of force. The polyethylene insert has pitting on the articulating surfaces likely caused by bone cement debris from the loose tibial tray. The insert has burnishing on the articulating surface from normal usage. The insert has deep scratches and cuts on the anterior portions of the articulating and backside surfaces likely due to explantation procedure. The ps post has deformation and burnishing on the posterior side due articulation from femoral ps cam and burnishing on the anterior side from femoral anterior cam contact during articulation the tibial tray grit blast surface showed burnishing which indicates loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It was reported that revsion surgery was performed due to osteolysis.**this report is being filed to correct report number (B)(4) which was filed using the incorrect manufacturing report number.**